Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A certified ophthalmic assistant reported that following a cataract extraction with intraocular lens (iol) implant procedure, the intraocular lens was decentered 1mm temporarily, and the whole lens was sitting on the pars plana. The iol was exchanged in a secondary procedure and patient also had a pars plana vitrectomy. Patient also had photorefractive keratectomy after cataract extraction. Additional information received stated that patient had a history of poor zonules and retinal detachment that caused the event. Patient had a scleral buckle prior to cataract extraction. The patient was not hospitalized for the event and was discharged on the same day and there was no patient harm.